Event description:
Medtronic received information that approximately three weeks following the implant of this transcatheter bioprosthetic valve, a permanent bi-ventricular pacemaker was implanted for complete heart block. Atrial fibrillation was also noted and the patient was started on an anti-arrhythmic medication. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Corrected data: b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that complete heart block (chb) occurred during admission following the implant of the valve. The permanent pacemaker was implanted approximately 1 month following valve implant. The atrial fibrillation first occurred during a hospitalization for an unspecified critical illness following the implant of the valve. Subsequently, the patient was hospitalized again approximately 3 years later when atrial fibrillation with rapid ventricular response occurred. Antiarrhythmic and anticoagulation treatment were initiated. No additional adverse patient effects were reported.